Event description:
Complaint of cassette not attached properly on cadd-solis vip 2120 pump revealed no patient involvement.

Manufacturer narrative:
Investigation results have been completed and finalized on smiths medical cadd solis vip pump. The cassette not attached properly complaint in the event log alarmed was verified on 08/30/3019. Physical condition on outer aspect of device revealed tamper seal missing and damaged lens. Evaluation functional test did no verify or catch malfunction but visual inspection caught it. Dso sensor was out of calibration due to contamination. The dso sensor was replaced and device passed all functional and delivery test.

Event description:
Information received that a smiths medical cadd-solis vip pump was not attaching cassette properly. No patient adverse event reported.